Event description:
A malfunction alarm was reported on the pump by the caller, with no notable events occurring prior to the issue. It is unknown if the customer¿s blood glucose level was adversely affected. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer reloaded the cartridge, resumed insulin, and no further action was needed, allowing them to continue using the pump.